Manufacturer narrative:
The small broke-off portion of the implant was returned and the remaining portion remains implanted. We are unable to determine the cause of the event.

Event description:
It was reported that a small portion of the device broke off during impaction. The remaining portion of the device was implanted. No pt complications were reported.